Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3487a, lot# l34505, implanted: (B)(6) 1994, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. (B)(4).

Event description:
It was reported the patient¿s stimulation felt like it was turning on and off by itself for the six months leading to the call. It was noted the sensation was felt sometimes positionally and sometimes while standing still. It was reported the stimulation once went really high while the patient was on the floor cleaning. It was noted the device was down to fifteen percent or below. It was reported the impedances of three contacts were greater than 4,000 and the rest of the contacts were in normal range. It was reported the focus was replacing the current stimulator.